Event description:
A (B)(6) female pt underwent a two level tlif at l3-l4 and l4-l5. During the procedure the surgeon removed an implant that was identified as fractured during fluoroscopy. The procedure was completed without further complications with one of two implants in place; however, the pt reportedly experienced excessive blood loss (from 800cc to 2400cc) during the time the fractured implant was being removed and the surgery completed. A final supplemental MDR will be completed when information from the surgeon is obtained related to the source and cause of the blood loss that were reported, and identification actions taken to correct the led to the blood loss. At the time of this report this info had not been obtained.

Manufacturer narrative:
Pt info was unk. Eval is pending upon completed investigation of the product.